Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed per the patient's request. Reportedly, "there was no abnormality in the postoperative review because the patient requested its removal, and the hospital repeatedly verified that the patient's review data was correct, and finally removed it according to the patient's needs." The problem was not resolved. Cause of the event is unknown.

Manufacturer narrative:
Patient weight, ethnicity and race:unk. Off label use: acd <3.0. Claim# (B)(4).